Event description:
It was reported that the user ate cereal without a meal announcement while using the ilet, resulting in hyperglycemia with a reported value of 314 mg/dl that later transitioned to hypoglycemia reported at 68 mg/dl after a late meal announcement; the event was managed at home with oral glucose per guidance, and the device component involved was not specifically identifiable. No adverse clinical symptoms associated with hyperglycemia and hypoglycemia reported. Outcomes included the need for unexpected medication intervention in the form of oral glucose. Investigation included communication with the user¿s caregiver and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a use-of-device problem related to a late meal announcement; an appropriate component term was not available. It was concluded, based on previously established findings for similar reports, that the cause was traced to user. The caregiver was advised to treat lows until glucose was greater than 75 and stabilized before eating and announcing a meal again.

Manufacturer narrative:
Initial.